Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 1feb2019. Philips field service engineer (fse) confirmed the reported issue. Fse ordered a new power supply and replaced the power supply to resolve this issue. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports ventilator is not switching on. No patient/user harm reported. Event date not specified; estimate used.